Event description:
It was reported that the patient with this right ventricular (rv) lead had sepsis. The patient was treated with intravenous antibiotics. Reportedly, the patient had bowel ischemia and sepsis with complaint of sudden severe lower abdominal pain and nausea. No additional adverse patient effects were reported. The device with the right atrial (ra) lead and right ventricular (rv) lead remain in service. Review of previously submitted information revealed that the sepsis was related to the bowel, not this implanted lead and associated system.

Manufacturer narrative:
This report is being filed to update b5. Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had bowel ischemia and sepsis with complaint of sudden severe lower abdominal pain and nausea. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remans in service.